Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device was unable to produce a good graft. It was reported that the patient had an open wound that required split thickness skin graft placement. The surgeons attempted to harvest skin from the left posterior thigh using the dermatome skin graft machine. A jagged motion by the dermatome was noted and they were unable to produce a quality graft. A second attempt was made on the right posterior thigh with same results. A new dermatome machine was opened and used on the patient's left back. The new dermatome worked without any issues. The wounds on patient's bilateral thighs were dressed.

Manufacturer narrative:
Device was manufactured on 1/10/1992 and has no repair history at zimmer surgical since (B)(6) 2011. Investigation revealed the customer s hose leaked upon attachment to the power source. The handpiece was not able to be attached to the customer's hose due to damage. There was also damage to the head and control bar. The device operated erratically. Prior to repair, the device was outside calibration specifications only at the zero thickness setting. Repair of the device included replacement of the head, air hose, control bar and standard repair parts. Post repair analysis revealed corrosion to the head and reciprocating arm. The motor sleeve could not be removed and the motor shaft rotated rough during manual rotation. The customer's reported event was confirmed during testing and was most likely due to lack of preventable maintenance and the noted corrosion to the motor casing through moisture ingress leading to the erratic operation and reported event. It should be noted, per the instructions for use, "the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy." Additionally, special care regarding cleaning and sterilization should be taken to prevent the accumulation of moisture within the device that can lead to the corrosion and malfunction of internal components. The device was repaired and returned to the customer. Recommended actions: recommended actions from zimmer air dermatome instruction manual 06001810406 rev. 12-10 to avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Refer to need to adhere to care regimen section. Do not lubricate the zimmer air dermatome. Lubrication may cause extensive damage to the motor. Never immerse the dermatome in any solution. Some solutions will corrode the metal and delicate moving parts and also break down the internal lubricants. Never immerse the dermatome in liquid chemical disinfectant. Cleaning agents with chlorine or chloride as the active ingredient are corrosive to stainless steel and must not be used. Saline solution has a corrosive effect on stainless steel and should not be used. Do not process the dermatome handpiece or accessories in an automatic washer. Automatic washing has the potential to destroy the surface protective layer of the device and cause corrosion. Never clean in an ultrasonic cleaner. Ultrasonic cleaning will dislodge oil from the bearings and render the instrument inoperative. Ultrasonic cleaning may affect calibration of the zimmer air dermatome. Never sterilize the regulator or immerse it in any solution. Steam sterilize the zimmer air dermatome and accessories (except regulator). Follow instructions in sterilization recommendations.